Event description:
It was reported that clinical patient, (B)(6) study, developed a wound infection and was treated with medication and antibiotics. The event is assessed as not related to the device and causally related to the procedure.

Event description:
It was reported that clinical patient, (B)(6) relief 2 study, developed a wound infection and was treated with medication and antibiotics. The event is assessed as not related to the device and causally related to the procedure. Additional information was received that the infection developed at the anchor site.